Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The lot number was initially reported as being known; however, the lot number is unknown. Therefore, a batch review was not performed. The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information :a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A complainant (patient) contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc). The alarm occurred during therapy, in the initial drain stage. The patient was connected at the time of the alarm. The technical service representative (tsr) instructed the patient to end therapy and start over with new supplies. Additionally, the patient was advised to contact a registered nurse regarding the air in lines. There was patient involvement, with no associated patient injury or medical intervention.